Event description:
Noted area of skin breakdown directly under temperature probe cover on infant's right side of back. Area measured approx 2.5cm x 3cm. Area appeared excoriated almost like a burn, with discolored drainage formed on top of wound. A picture of the wound is available. The burn probably was a second degree burn. The nurse did not report any damage to the pad.